Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen, 1000 mcg/ml concentration at 219 mcg/day via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient was in the hospital for three months and missed his refill. The patient had heard his pump alarm for "some time". The hcp did not realize that the pump was not being managed until today, and had filled the pump reservoir. The hcp was using clinician programmer and patient was due for a refill. Event logs indicated the pump was empty. The patient began having itching symptoms about three to four days ago. No further complications were reported.